Event description:
The device was used during a procedure on the bowel. Reportedly, the instrument did not fire and the knife disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.